Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice (hc) device. The system error occurred on (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported. No further information is available.

Event description:
Baxter global product surveillance contacted the dialysis nurse (B)(6) 2010 and received the following information: the patient died (B)(6) 2010 from cardiac issues. The patient had a past medical history of several heart attacks and congestive heart failure with a very low cardiac output. The patient had chronic urinary tract infections and had recently been diagnosed with new onset diabetes. The nurse was aware of the system error 2240 alarm on (B)(6) 2010. She stated that the air in the line had no effect on the patient since the nurse stated she last saw the patient in the dialysis clinic (B)(6) 2010. The patient had no dialysis issues at that time.

Manufacturer narrative:
(B)(4). A system error 2240 alarm was identified in the log of a returned homechoice device. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted.